Manufacturer narrative:
(B)(4). The reported complaint that the "balloon inflated asymmetrically during use" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. Additionally, according to the event details, the "user flushed the catheter but did not perform the inflation test before use." As a result, an in-service has been requested to review the instructions for use (IFU) with the customer.

Event description:
The report states that "the balloon inflated asymmetrically during use. Therefore, the catheter was replaced with another kit of the same lot to complete the procedure. The user flushed the catheter but did not perform the inflation test before use". Additional information received on 26 sep 2022, states that "the 2nd catheter was inserted at the same insertion site. No medical intervention was necessary". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states that "the balloon inflated asymmetrically during use. Therefore, the catheter was replaced with another kit of the same lot to complete the procedure. The user flushed the catheter but did not perform the inflation test before use". Additional information received on 26 sep 2022, states that "the 2nd catheter was inserted at the same insertion site. No medical intervention was necessary". No report of patient harm or injury.